Event description:
It was reported that pt's pump had volume discrepancy problems. The actual volume reservoir (arv) is greater than the expected volume reservoir (erv); specific amounts were not provided. Per the reporter, the pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function. The pump was delivering morphine.